Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that when the patient presented in clinic for a follow up, the device functioning was normal with appropriate battery estimate. Except the serial number of the right ventricular lead, all was coded under device information. After the missing code was obtained, all the parameters were within normal limit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker showed invalid characters via merlin transmission. The device did not give battery life estimate and electrocardiogram records. The leads were "uncoded." Programming change was discussed. The patient was stable.